Event description:
It was reported that a m106 was disabled due to error code 10. Error code 10 indicates a burst watchdog timeout disablement. The patient's autostimulation output current was observed to have been set to the same value as the magnet output current. Previous investigation has determined that certain m106 generator's have a firmware that can inappropriately lead to burstwatch dog timeout when the magnet output current is less than or equal to the autostimulation output current and the magnet is repeatedly swiped during an autostimulation burst. This event is consistent with this determination. The generator's manufacturing history records were reviewed. The generator pass final functional and quality specifications prior to release. No further relevant information has been received to date.